Event description:
Patient reported pain on shoulder blade and arm, and that there are remains of the previous implant perceptible on the MRI and mammography performed. MRI, mammography, ultrasound confirm intact implant. Patient later reported rupture. The device has been explanted. The record relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported pain on shoulder blade and arm, and that there are remains of the previous implant perceptible on the MRI and mammography performed. MRI, mammography, ultrasound confirm intact implant. Patient later reported rupture. The device has been explanted. The record relates to the left side.